Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed an nonsustained episode due to noise on ventricular channel. The lead was explanted and replaced. The patient condition is good.